Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for rewind anomaly. The customer's blood glucose was 180 mg/dl at the time of incident. Customer was unsure he could rewind pump after battery change. The insulin pump was not returned for analysis.